Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Erroneous potassium results can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to erroneous potassium range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in erroneous potassium results. In additional troubleshooting was provided by bd technical services.

Event description:
It was reported that 3 bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes experienced erroneous results after use. The following information was provided by the initial reporter: customer sent info: 367960, lot # 9184976. Spoke with the customer. One of the doctors has noticed a few high k+ results and wanted them investigated. There were 3 instances within the last 6 months from 3 sites. Upon redraw they are normal. High readings of potassium were observed, no date of occurrence, no quantity.